Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported by affiliate via phone the omnispan meniscal repair 12deg. During the surgery of right's knee meniscus repair, after 2nd firing, could not deploy the 2nd plate. Changed another needle with this gun could perform firing. The complaint device was received and evaluated visually. Visual observations confirm that the suture was found broken. In addition, the needle has implant in good conditions and not damaged was found in the silicon sleeve, the implant is not held by the suture. We cannot perform functional testing to replicate the reported issue due to damage in the suture. The complaint cannot be confirmed. We cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h6: method codes: a manufacturing record evaluation was performed for the finished device [6l32508] number, and no non-conformances related to the reported complaint condition were identified. Investigation summary: according to the information provided, it was reported by affiliate via phone the omnispan meniscal repair 12deg. During the surgery of (B)(6)'s knee meniscus repair, after 2nd firing, could not deploy the 2nd plate. Changed another needle with this gun could perform firing. The complaint device was received and evaluated visually. Visual observations confirm that the suture was found broken. In addition, the needle has implant in good conditions and not damaged was found in the silicon sleeve, the implant is not held by the suture. We cannot perform functional testing to replicate the reported issue due to damage in the suture. The complaint cannot be confirmed. We cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. A manufacturing record evaluation was performed for the finished device [6l32508] number, and no non-conformances related to the reported complaint condition were identified.   At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by affiliate via phone the omnispan meniscal repair 12deg. During the surgery of right's knee meniscus repair, after 2nd firing, could not deploy the 2nd plate. Changed another needle with this gun could perform firing. There were no adverse consequences to the patient. No additional information could be provided. The devices is available to be returned for evaluation.